Event description:
It was reported that the device had an alarm. No patient injury was reported.

Manufacturer narrative:
Device information: lot number or serial number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the cassette sample was returned for investigation. The sample was received in used condition without the original package. Samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. No damage, kinks or any discrepancies that could cause the failure mode reported. For functional testing, the sample was filled with 100 ml of water; it was then connected to a pump to look for unusual functions. The sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. Complaint was not confirmed. No root cause was determined as the complaint was not confirmed. No corrective actions were needed as the complaint was not confirmed. No fault was found. A device history record (DHR) could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4).